Manufacturer narrative:
The device remains implanted in the patient hence device evaluation could not be performed. Medical records and imaging were provided and reviewed by a clinical representative. Based on the review of these documents, it was noted that the contrast is leaking around the proximal end of the aortic extension. A possible cause for the endoleak could be the significant reverse taper of the aorta just distal to the renal arteries. This may have caused the graft to be oversized at the proximal end causing a leak around the proximal end of the aortic extension. There is no indication that the device may have caused or contributed to the event. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar events. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Remains implanted in the patient.

Event description:
It was reported that approximately 17 months post-implant of a bifurcated device and a suprarenal aortic extension, a follow up computed tomography scan revealed a type iii endoleak between the suprarenal aortic extension and the bifurcated device. The patient was treated with an additional suprarenal aortic extension, which successfully corrected the endoleak. It was reported that the patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that 29 months post implant of a bifurcated device and two suprarenal aortic extensions, an endoleak was noted between the bifurcated device and the suprarenal extensions. Reportedly, the patient had been treated twelve months prior with a second suprarenal extension, due to separation between the initial bifurcated device and suprarenal aortic extension, implanted 29 months prior. At this time, the components separation was attempted to be fixed using an infrarenal aortic extension; however, the device nose cone was getting stuck within the existing grafts. Due to the inability to deploy the device, the physician elected to remove the infrarenal extension and chose to implant a suprarenal aortic extension. This additional (third) suprarenal extension bridged the components with success and sealed the endoleak. The patient was reported to be doing well post intervention. Additional note: the secondary intervention performed 17 months post-initial implant of a bifurcated device and a suprarenal aortic extension was reported to FDA as MFR report nbr: 2031527-2013-00237.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by an internal clinical representative with the following impression: product appropriateness and patient candidacy could not be fully assessed due to lack of pre-implant information. Based on the CT scan one month post implant, product use might have been incongruent with the IFU and might have contributed to this complaint due to the focal aortic stenosis at infrarenal and bifurcation (less than 18mm diameter). Cautionary product use conditions included both the cuff and bifurcated stent were oversized given the focal aortic stenosis (34 mm and 28 mm, respectively). There was evidence of failure to follow IFU due to the initial suprarenal stent was placed superior to the superior mesenteric artery. The partial stent collapse at the bifurcation was substantiated. Four months post implant, there was evidence of the suprarenal crown separating from the covered portion of the stent. The patient suffered a fall onto his back with no apparent fractures. The crown separation was seen after this event, as was the acute renal failure. Approximately twenty five months post implant, there was evidence of a second suprarenal cuff placement. There was a total occlusion of the left main renal and progressive suprarenal crown separation (initial cuff); a small accessory left renal artery remained. There was partial component separation between the cuff and bifurcated body and a type iiia endoleak. The third subsequent procedure of a bridge stent to correct the endoleak was substantiated. The final patient disposition was not known at the time of this report. However, it was reported that the patient was doing well post intervention. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based on the investigation information, a root cause could not definitely be determined, but the patient anatomy was difficult and there was off-label use of the devices. Both appear to be contributors. The clinical review shows what appears to be partial separation of the crown of the suprarenal stent graft. The reported patient fall may have been a contributing factor in the crown separation, but the crown partial separation did not appear to be a factor in the endoleak. The complex dynamics of the anatomy and off-label usage of the devices appear to be the most likely factors.